Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that the bd micro-fine ultra¿ pen needle did not allow the test drop to pass. The following information was provided by the initial reporter, translated from dutch to english: it pains me to report that there are very frequent pen needles that do not allow the test drop to pass and further attempts do not resolve either.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle did not allow the test drop to pass. The following information was provided by the initial reporter, translated from dutch to english: it pains me to report that there are very frequent pen needles that do not allow the test drop to pass and further attempts do not resolve either.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.